Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
The initial medwatch was submitted inadvertently. As the report was submitted via mfg report #3013756811-2025-231721.